Event description:
It was reported that a faradrive sheath presented an air malfunction during procedure. Patient condition was stable. The procedure was completed with this same device. No more information provided. It was further reported that the event occurred due to poor air tightness. No air seen inside the patient's body. No patient complications. The device is expected to be returned in near future.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. The returned sheath was leak tested per faradrive dv protocol (fpc-etp-01). A leak from the hemostatic valve was observed. Tears were identified on both hemostatic valves, resulting in the reported complaint.

Event description:
It was reported that a faradrive sheath presented an air "poor air tightness" malfunction during procedure. Patient condition was stable. The procedure was completed with this same device. No more information provided.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information added to b5: describe event or problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive sheath presented an air malfunction during procedure. Patient condition was stable. The procedure was completed with this same device. No more information provided. It was further reported that the event occurred due to poor air tightness. No air seen inside the patient's body. No patient complications. The device is expected to be returned in near future.